Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of angle wire, bending angle in the "up" direction did not meet standard value. In addition to foreign material found in the nozzle, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip and crack, due to clogging of the nozzle, water removal ability did not meet standard value, the plastic distal end cover had a scratch, the scope connector cover unit had a scratch, the scope connector had a scratch, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a scratch, the grip had a scratch, the scope cover had a scratch, the connecting tube had a scratch and dent, the switch box had a scratch, the suction cylinder was shaved, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the control unit had discoloration, the control unit had a scratch, and the forceps elevator level had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were no abnormalities in the accessories used for reprocessing. The customer did wipe/brush the air/water nozzle with clean lint-free cloths, brushes or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the loaner evis lucera elite gastrointestinal videoscope exhibited reduced angulation in the up direction. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that foreign material was clogged in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.